Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issues. Physio observed that the device was unable to deliver energy. Physio found broken pieces of the device's therapy pcb assembly in the bottom case, and found the j2 connector for the capacitor to be broken. Physio replaced the device's therapy pcb assembly, capacitor, irda connector, and front and top cases to resolve the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device logged critical event codes and is not passing the self-test. The event codes are indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient involved in this event.